Event description:
It was reported that low impedances of 20 ohms was measured on electrodes 8 and 10. The implantable neurostimulator (ins) and both extensions were replaced. The patient was not using those contacts for therapy. After the revision, the patient was doing fine and they were receiving effective therapy. Refer to manufacturer report #3004209178-2015-09731.

Manufacturer narrative:
Concomitant medical products: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension; product ID 3387s-40, lot# v270501, implanted: (B)(6) 2009, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension; product ID 3387s-40, lot# v270501, implanted: (B)(6) 2009, product type: lead. (B)(4).